Event description:
A surgeon reported that after an intraocular lens (iol) was exchanged, the patient had corneal edema, corneal clouding and decreased vision. The vision is improving. Additional information was requested. There are two medical device reports associated with this patient. This is the second report for the lens that remains implanted.

Manufacturer narrative:
A sample was not returned for investigation. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).